Event description:
It was reported by the customer the spo2 is reading 93-94% when not on pt. The customer stated the clinicians have 'learned' not to trust the spo2 reading. There was no pt info provided.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.